Manufacturer narrative:
The cause for the discordant toxoplasma g (toxo g) results is unknown. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the limitations section: "in geographic regions that have an apparent low prevalence of toxoplasma igg in asymptomatic populations, the positive predictive value of any assay is reduced due to the increased possibility that a positive result is actually falsely positive. As with all in vitro diagnostic assays, each laboratory should determine its own reference range(s) for the diagnostic evaluation of patient results."

Event description:
Advia centaur xp toxoplasma g (toxo g) positive results were obtained for three samples from the same patient after giving birth. During pregnancy, the patient was found toxoplasma g negative. The negative sample was repeated with a different lot and the result was negative. The patient samples were tested on alternate methods and the results were negative. Toxoplasma m (toxo m) results were all negative. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant toxoplasma g results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2015-00118 on july 14, 2015. 10/05/2015 additional information: siemens received one patient sample for testing in-house. The patient sample was tested on one lot on the immulite 2000 txp platform neat and with hbt (heterophilic blocking tube). The patient sample was not run neat on the advia centaur xp due to insufficient volume. The patient sample was aliquoted for hbt testing on the advia centaur xp. Toxoplasma g results (iu/ml) immulite 2000 txp with lot 415: neat: <5.0, hbt: <5.0. Advia centaur xp: hbt result with lot 204: 82.5, hbt result with lot 206: 123.0. The immulite 2000 txp results were negative and the advia centaur xp hbt results were positive. Based on the above testing and results, this is a sample specific issue. No further evaluation of the device is required.